Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: ddbb1d1 implantable cardioverter defibrillator (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert due to low impedance. Sensing integrity count was noted to be elevated as well. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Analysis of the device memory indicated a lead impedance out of range alert. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Four hundred thirty six (436) lifetime v-sic occurred since (B)(6) 2013. An out of tolerance (oot) subthreshold lead impedance alert was recorded on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.